Event description:
A report was received that the patient was experiencing pain at the midline incision site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two leads were added. It was noted per x-ray result that two leads were placed below the paddle lead and the outer two tails were disconnected from the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the midline incision site. The patient will undergo a revision procedure.